Event description:
It was reported the atrial lead impedance readings were greater than 9999 ohms, and there was failure to capture. The atrial lead was capped and replaced. When the new atrial lead was tested via analyzer good impedance, sensing and pacing thresholds were demonstrated. However, when connected to the device, impedance measurements were again greater than 9999 ohms, and there was no capture and sensing difficulty. A connection issue was suspected so the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no ouptut when programmed in ddd bipolar configuration, and anomalous output conditions. The no output condition was due to lifted bond wires.